Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken impactor handle. Email received noted that: 1. Date of event? (B)(6) 2021. 2. What part of the pinn straight cup impactor was broken? The end where it screws in 3. Did it break into 2 or more pieces? How many? 2 pieces 4. Please verify if the instrument was used during surgery? If yes, was there surgical delay? Yes the instrument was used in theatre , delay 5. What was the duration of the delay? 10 to 15 mins 6. Were all pieces retrieved from the patient? Yes it was out of the patient 7. Please provide valid lot number of the pinn straight cup impactor (221750041). (10)so2037916 or (01)10603295098980 please also provide us with an update with regards to the product return. ¿ have you already returned the product for analysis? No I have had this decontaminated this is ready to be collected .